Event description:
It was reported that during a lead revision procedure, the pulse generator was reprogrammed to vvi 50 ppm. After the new atrial lead was connected to the pulse generator, radio frequency (rf) telemetry was disabled and testing via the pacemaker system analyzer (psa) showed loss of ventricular pacing support and an intrinsic rate of 32 bpm. When telemetry was reestablished, pacing resumed. The pulse generator was removed and replaced.

Manufacturer narrative:
No medwatch form was received.